Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the side of the insulin pump that has the drive support cap broke off. The side came out completely and they put tape to hold it. Customer's blood glucose level was 5.2 mmol/l. The device was not returned.